Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits mild devitrification at the output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the octagonal red stop sign is partially erased on the outer flow tubing open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 112,580 joules 15:03 minutes while using the surgical fiber during a prostate procedure, the fiber output was observed to be emitting diffuse energy from the front. The fiber was not cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.